Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2018, w1dr01ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead low impedance warning was observed for the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.